Manufacturer narrative:
According to the facility, on (B)(6) 2026, a central line was being placed by the surgeon, and the needle hub was found to have a crack at the base, therefore unable to draw suction from the syringe. The item was removed from service and sequestered. Per the facility, the crack was found after the insertion of the needle, and the patient required a re-stick. The central line was then completed with a new kit. No report of any adverse health effects or medical intervention required. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
According to the facility, on (B)(6) 2026, a central line was being placed by the surgeon, and the needle hub was found to have a crack at the base, therefore unable to draw suction from the syringe.